Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient reported having stoma site infection. Report indicated patient is on oral antibiotic clindamycin for unspecified indication. Multiple unsuccessful attempts have been made to obtain additional information.